Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intra ocular lens implantation, the ophthalmic cannula was disassembled and started leaking. The surgery was completed on the same day. There was no patient impact reported.

Manufacturer narrative:
Additional information was provided in section b.5, d.4 and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the cannula tied properly, but during the test, the contents were in a smaller blister on the outside, which untied and leaked.

Manufacturer narrative:
Additional information was provided in sections d.4, h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of disassembled cannula/leak; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo show two cannula/syringes with one of the reported cannula/syringes that is dissembled. Reported issue of dissembled confirmed however issue of leaking cannot be confirmed from photos. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that viscosity blisters had an inner blister and a larger outer one to protect the contents. The device arrived unpackaged and caused the contents to spill during testing, as it was already loose and had leaked inside and outside.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).